Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer experienced difficulty charging the pump battery. Reportedly, there were "hairline cracks and slight bulging" located near the port. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.